Manufacturer narrative:
Results: the smart coil pet lock was intact on the proximal end of the pusher assembly. The smart coil was kinked in multiple locations along the pusher assembly hypotube, and the coil was detached from the pusher assembly. The coil was reattached to the pusher assembly by a penumbra product builder for further analysis. Conclusion: the complaint has been evaluated. The complaint indicated that during the case, the physician was unable to completely remove the smart coil from the non-penumbra microcatheter. Force was applied to remove the coil, and it unintentionally detached from the pusher assembly. Evaluation of the returned smart coil confirmed that the coil was detached. This damage likely occurred due to excessive force applied during use. If the smart coil is forcefully withdrawn against resistance, it is likely that the distal detachment tip (ddt) at the distal polymer end of the pusher assembly will elongate beyond the reach of the pull wire, and the coil will detach. The smart coil was reassembled; it was advanced into the non-penumbra microcatheter, cycled multiple times, and then withdrawn. Even though slight resistance was experienced, the failure mentioned in the complaint could not be recreated. The root cause for this complaint could not be determined. The smart coils are 100% functionally tested during in process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, the physician met resistance while attempting to remove the smart coil from another manufacturer's microcatheter. While removing the smart coil against resistance, it unintentionally detached partially inside the microcatheter and partially out of the hub. The physician removed the microcatheter with the detached smart coil inside and the procedure successfully continued using a new catheter. There was no report of an adverse effect on the patient.